Event description:
A patient reported that they went to test their blood glucose level and their meter would not turn on. Spouse noticed that pt was not feeling well-had glossy eyes and was sweating. Spouse took them to the emergency room. Their blood glucose level at the e.r. Was 750 mg/dl and was given treatment. Medical affairs specialist was unable to reach the patient to obtain more information. A letter is sent to try to contact them. This case is reported as a meter malfunction due to this issue not being resolved with troubleshooting and that the patient was already feeling high symptoms when they went to test on the meter and the meter would not turn on. No further information has been reported.